Manufacturer narrative:
Date of event is reported as (B)(6) 2018; exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, a patient underwent a spine procedure. During the procedure, the synfix evolution aiming device holder jammed. It is unknown if there was a surgical delay. There was no patient consequence. Procedure outcome was unknown. This report is for one (1) synfix® evolution aiming device holder. This is report 1 of 1 for complaint (B)(4).